Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement. The pneumothorax was discovered during the procedure. The procedure was completed as planned and no delays. The patient was transferred to intensive care unit. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.